Event description:
During the removal surgery, this reference was broken. The broken tip remained inside the nail, another extractor could not be placed and this made the extraction of the nail very difficult. Surgeons used a rongeur, universal forceps, and a hammer to remove the nail.